Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the lag screwdriver received shows signs of improper usage identified by the appearance of deformity & dents on the thumbwheel. The broken pegs were not returned for evaluation. The threads at the distal part of the inner rod appears damaged. A closer look on the pegs deformation region reveals that during lag screw insertion the user used hammer with excessive force on the surface of the thumbwheel and the pegs broken in a brittle manner. Appearance of deformity and scratches on the thumbwheel area confirms hammering which is an off-label use. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation the root cause was attributed to a user related issue. The failure was caused during lag screw insertion. To insert the lag screw, upon facing resistance, the user hammered the screwdriver and in turn the pegs and threads were damaged. This is clearly an off-label use. If any further information is provided, the complaint report will be updated.

Event description:
Customer reported a lag screw driver breakage at southmead, tip of the screw driver damaged while inserting the lag screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Customer reported a lag screw driver breakage at southmead, tip of the screw driver damaged while inserting the lag screw.